Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2016 with the following findings: a review of the pump¿s black box and alarm history showed evidence of cs 054 call service alarms. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump ezprime sequence was performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the pump histories but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.